Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Isometric testing was performed and the lead noise was not reproduced. No intervention has been performed. The patient was stable and will continue to be monitored.